Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by russia that during service and evaluation, it was determined that the power module device was leaking fluid. It was determined that the device was damaged by liquid. It was observed that the air humidity sensors located in the body frame changed their color from white to red indicating the increase of the humidity level in the body frame. It was further determined that the device failed pretest for check indicator ¿ liquid damage and check for externally cleanness and foils of liquid damage. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.